Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported condition of the motor not working was confirmed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) for servicing. During servicing of the device, it was found that the motor was not working. It is unk if the device was used during surgery or if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.